Manufacturer narrative:
An event regarding a damaged/stripped trident driver was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the event. The driver tip was deformed. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the root cause was determined to be application of excessive force by the user.

Event description:
During a left primary hip surgery, surgeon was implanting screw in cup and felt the screwdriver slipping - noticed the end of screw driver head is stripped and surgeon does not feel comfortable using this device any longer. Surgeon was able to implant screw fully without any delay or adverse consequence to patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a left primary hip surgery, surgeon was implanting screw in cup and felt the screwdriver slipping - noticed the end of screw driver head is stripped and surgeon does not feel comfortable using this device any longer. Surgeon was able to implant screw fully without any delay or adverse consequence to patient.